Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The teflon pad was found separated from the jaw, exposing metal underneath the pad. Char marks were also found on the probe. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a gynecologic cystectomy procedure, while the device was working on an ovary, the teflon pad became displaced, exposing metal underneath the pad. There was no reported patient injury, and no report of the teflon pad or other device fragment falling into the patient. The procedure was completed using another thunderbeat device.